Event description:
It was reported that intermittently the system would stop working and it had to be rebooted in order to gain functionality. This is indicative of a system look up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.